Event description:
The physician was treating a female pt who presented with a left mca occlusion with right hemiparasis. The pt was treated 5-6 hrs post symptom onset and was beyond the window for tpa treatment. The physician deployed the retriever x6 and was able to ensnare the device in the large thrombus. During the pull back, the physician felt resistance in pulling back the device. The physician "tugged" at the device and upon the third "tug", the retriever tip detached. The physician attempted to retrieve the detached tip using multiple snare devices (not manufactured by concentric medical), an alligator (not manufactured by concentric medical), and a concentric retriever l6, but was unsuccessful. The physician spent 2 1/2 hrs trying to retrieve the detached tip and decided to stop the procedure. The detached distal tip of the retriever was left in the pt. The physician stated that there was no worsening of the pt's condition after tip detachment. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever x6 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire fractured proximal to the platinum coil proximal solder joint. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. Based on the results of the investigation, the most likely cause(s) of the fracture are as follows: not positioning the microcatheter as indicated in the instructions for use. Torquing the device beyond the limits stated in the instructions for use. The mfg records for merci retriever x6 device, lot number, 32410, were reviewed and no anomalies were found that are related to this complaint.